Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8 and h10. The investigation is complete. Review of the most recent repair record determined it could not be confirmed if the hose was not connecting. It was noted that the hose is easier to connect if connected to the device first and the air tank second. The o-ring on the swivel was replaced. Review of the device history record for (B)(4) identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the hose was not connecting before surgery. There was no harm or delay. No adverse events were reported as a result of this malfunction.